Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have the conductor wire broken at the weld. In addition, the instrument was found to have thermal damage on the monopolar yaw pulley. The instrument¿s conductor wire cap was found to have thermal damage the customer reported complaint does not itself constitute an MDR reportable event; however, the damage found at the weld during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was arcing near the black shaft of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter on 10/14/2019 and obtained the following information: it was noted that both the cannula and the instrument were inspected prior to use. The surgeon was performing a hysterectomy and was unsure about what could have caused the arcing event. The fenestrated bipolar forceps instrument was in use when the arcing was observed. The arcing event had occurred during coagulation. The instrument was not removed nor did it appear to be damaged as it was inspected prior to use. There was no injury to the patient and the procedure was completed robotically.